Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found overtorque of the inner coil consistent with procedural damage. The cause of the reported helix event was isolated to an overtorqued inner coil, and consistent with procedural damage.

Event description:
It was reported that during routine implant of a pacemaker, the lead helix was unable to extend so the right ventricular (rv) lead was unable to be implanted. The physician elected to not to use the helix and to replace the rv lead. The patient condition was stable.